Manufacturer narrative:
Additional information was received on 10/24/2016 that the customer had resumed the pump for insulin therapy. The contact stated the customer has had no issues since starting back on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer has been "running high' since beginning the pump (B)(6) 2016. No specific blood glucose (bg) level was provided. Correction bolus via the pump and manual injections were used to address bg level. The customer stated that the pump was the suspected cause of the elevated bg levels and the customer stopped using the pump for insulin therapy on (B)(6) 2016. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.